Event description:
It was reported that when the patient hooked up to only their mobile power unit (mpu), the system controller alarmed "connect to power immediately". Log files were submitted for review. Following review by tech services, it appeared that the event log captured low voltage hazard events all throughout the log while using the mpu. It appeared that the white lead had the issue. There were no alarms when connected to the power module during interrogation. It was noted there were no broken pins on the white lead of the mpu, but there were some punctures and lacerations on the patient cable from the patient's pets. The patient was sent home on a loaner mpu, which would be replaced.

Manufacturer narrative:
Section a4: patient weight was not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the damage was only to the mobile power unit (mpu) and not the system controller. The low voltage and connect to power alarms were thought to have been caused by the punctures and lacerations on the patient cable. The patient was sent home on a loaner mpu, which would be replaced. The alarms resolved with exchanging the mpu. It was confirmed that the mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via submitted log files, however, the reported event of damage to the patient cable was unable to be confirmed. Submitted log files revealed when connected to the mobile power unit (mpu), multiple atypical intermittent power cable disconnect and low voltage alarms are captured associated with drops in the relative state of charge and bus voltages. The alarms clear shortly after activating. The alarms did not interrupt support the pump. Pump function was unaffected. No other notable alarms were observed in the reported event date. The mobile power unit (serial: (B)(6)) was not returned for testing. Photos of the reported damage were not submitted. Provided information revealed that the damage to the patient cable was presumably from their pets, the cause of the alarms was presumed to be due to the punctures and lacerations to the patient cable. Provided information also revealed that the alarms resolved with the mpu exchange. The original mpu had a v-lock connector and the ac power cord did not come loose from the unit or the wall. Provided information also indicated that the mpu would not be returning for testing. Provided information indicated that the root cause of the alarms was presumed to be the damaged patient cable, however, a root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook (rev. A) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. D) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. A) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. B) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. D) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. Heartmate 3 patient handbook (rev. A) and heartmate 3 instructions for use (IFU) (rev. D) section 3 ¿powering the system¿ explain all the mpu alarms. This section informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. No further information was provided. The manufacturer is closing the file on this event.